Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the upper and lower shaft of gear number two. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2500 mcg/ml of compounded baclofen at 1000 mcg/day via an implantable pump. The indication for use was not provided. It was reported the patient's pump had alarmed. The device was interrogated and showed a motor stall had occurred. It was indicated the event occurred on (B)(6) 2019. There were no environmental/external/patient factors reported that may have led or contributed to the issue. The device was interrogated and the patient was taken to surgery to replace the pump. The pump was replaced on (B)(6) 2019 and was returned to the manufacturer for analysis. It was noted the replacement took place 4 days before the patient's scheduled pump replacement. The issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. The patient's medical history included spasticity. Other medications being taken at the time of the event and the patient's weight were not available.